Event description:
It was reported there was a patient death. The 80-90 % stenosed target lesion was located in the mildly calcified and mildly tortuous left anterior descending artery (lad). The concentrically shaped de novo target lesion was 32 mm long with a vessel diameter of 3.5 mm. Vascular access was obtained from the right femoral artery. A 6f non-bsc guide catheter and non-bsc wire were used to cross the lad lesion. Predilation was performed with a 1.5x12 non-bsc coronary dilatation catheter. Since the guide had poor support, the guide catheter was exchanged and further pre-dilatation was performed with a 2.5 x 12 non-bsc coronary dilatation catheter. Following pre-dilatation, residual stenosis was 40% and the lesion yielded well. The 32 x 3.50 promus premier stent was advanced for use, but there was difficulty due to the long lesion. A guidezilla guide extension catheter was used for support and the promus premier stent was deployed in the lad. There was no damage to the guidezilla guide extension catheter or promus premier stent. Post-dilation was performed. The patient complained about chest pain and final angioplasty was performed. A non-significant lesion in left circumflex artery (lcx) was observed. A plain old balloon angioplasty (poba) in the lcx was performed and the pain was relieved. The patient was shifted to the cardiac care unit (ccu). The result was good with a timi-3 flow. The patient complained of pain again and two hours later patient death occurred.